Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional customer contact information: name: (B)(6), email: (B)(6), occupation: biomedical engineering.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump's (iabp) battery label indicator led was not illuminating. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) battery # 2 led not illuminating on the battery indicator label.defective label replaced. Complete pm performed with full calibration.unit passed all functional and electrical safety tests per factory specifications.